Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via 12fr sheath after an abdominal aortic aneurysm procedure. Reportedly, "the perclose system was bent into the light and forced the medical team to remove it with some force and traction through the puncture wound". No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on procedure circumstance. The device did not exhibit any damage to indicate force was applied or resistance was encountered during removal of the device as reported. The reported bend was not confirmed as the returned device did not exhibit any damage/ bends. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to procedure circumstance due to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an unknown procedure. Reportedly, the thread didn't come out while trying to use the proglide device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.